Event description:
The case was performed in the operating room by dr. (B)(6). The site of entry was the pt's left groin, extending into the right. Using a 7f sheath introducer in conjunction with the quick cross, the physician advanced to the apex until both the 7f sheath and quick cross began to kink, in turn "tearing" the distal end (approx 10mm) of the quick cross upon removal of both devices. The distal end of the quick cross was successfully retrieved in the femoral artery with a snare by the physician. The device was not returned to the MFR for analysis. An internal lot history review was conducted and found no device anomalies or non-conformances. The failure rate for this specific device malfunction in the past 19 months has been 0.003%. Without the return of the device involved in this case it is impossible to determine whether the damage was caused by user technique or device malfunction. The pt experienced no adverse effects as a result and was discharged according to post-operative plan.